Event description:
It was reported that the patient warming system caused a deep burn (third degree) on the side of the left thigh of a patient. It was also reported that the health care professional set the blanket at the maximum temperature; the blanket was a third party product not recommended by manufacturer; and the health professional left the nozzle in direct contact with the patient's leg.

Manufacturer narrative:
(B)(4). End of life and service for this product was november 12, 2006.